Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnostic procedure, but customer did not provide information regarding how the procedure was continued, but the procedure was completed by restarting the system. The philips remote service engineer (rse) inspected the system remotely and customer informed that the system did not boot up. A button was active during start-up. The rse advised the customer to reseat all movement buttons on the available geometry modules of the system. The field service engineer (fse) inspected the system on-site but could not confirm the issue. All buttons and switches on the three geo consoles were tested in service mode and found to be working properly. After reseating the buttons, the system returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not bootup, there was a button active during start up. No harm was reported to philips. Philips has started an investigation of this complaint.